Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was found by the emsar technician after he was done performing the nfc. Per the emsar technician, calibration was attempted three times. He confirmed the gas line was fine since the same connections were used on a different unit. The field service representative (fsr) verified that the o2 sensor would not calibrate. He found that the connection to the o2 sensor was loose so he tightened the connection. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for further evaluation.

Event description:
It was reported that during notice of field correction (nfc) of the device, the electronic patient gas system (epgs) failed to calibrate the oxygen (o2) analyzer. There was no patient involvement.